Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 3. There was fluid seen around the cycler and coming from the patient line. The patient line was noted to be kinked. Treatment was stopped. Fluid was found inside the cycler pump module area and on the external part of the cassette. Fluid leaked from under the cassette door. The reporter was advised to let cycler dry overnight then try it again for the next treatment. In a follow up, the daughter confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The daughter stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The daughter said that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The daughter confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in drain 3 of 3. There was fluid seen around the cycler and coming from the patient line. The patient line was noted to be kinked. Treatment was stopped. Fluid was found inside the cycler pump module area and on the external part of the cassette. Fluid leaked from under the cassette door. The reporter was advised to let cycler dry overnight then try it again for the next treatment. In a follow up, the daughter confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The daughter stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The daughter said that the patient is continuing with peritoneal dialysis without issue and without reoccurrence of the reported event. The daughter confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.